Manufacturer narrative:
Noise issues on the symphony rental pump are currently being investigated under mir0296-14.

Event description:
The customer reported to customer service that their client had reported a noise issue on her symphony rental pump. The customer also reported that their client had a mastitis infection that was diagnosed in the emergency room and was treated with antibiotics. The product was received and evaluated by quality engineering on 03/29/2016. The customer's complaint of a noise issue was confirmed; however, the unit functioned within specifications. The noise issue alone is unlikely to have contributed to the customer's mastitis. See attached product evaluation.